Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and on initial inspection the fse was not able to reproduce the problem with the lcd display, however it was found that the touchscreen to not responding accurately and touchscreen would lock up not allowing you to make any selections. The fse disassembled the unit, removed the touchscreen, video generator board, and replaced both parts and reassembled unit. All functional and safety test performed.

Event description:
N/a

Event description:
It was reported that during the case cardiosave intra-aortic balloon pump (iabp) screen was flickering and went black. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.